Event description:
A device report from oberdorf indicated a hospital in italy reported: patient implanted on an unknown date with lcp narrow plate in the right femur for bifocal fragmented; at least 2 parts of the femur was broken. Plate was noted broken on an unknown date with the plate being explanted on an unknown date. No further information available at this time.

Manufacturer narrative:
A device history records review has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found.(B)(4): placeholder.